Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally requested too much insulin, and requested assistance from tandem technical support with suspending the bolus delivery. At the time of the reported event, the bolus had completed delivery and was unable to be cancelled. Blood glucose level was 62 mg/dl.